Event description:
New central line was inserted at 14.30 hours. New lines primed following "cxr" (positioning) at 16.00 hours. The syringe was filled with 50mls of diluted potassium. Approximately 5mls of the solution were used to prime the lines leaving 45 mls in the syringe. At 17.40 hours it was noted there was only 20 mls of potassium left in the syringe. Infusuin discontinued immediately and switched off central line port. Display for total volume infused read 7.6mls. It is reported that 25mls infused in one hour and 40 minutes. The patient was unharmed, the potassium levels remained low. The ward highlighted the error as being an equipment failure.